Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacy had put the medication as discontinued forever. A technical support specialist advised the user to resend the medication to the patient and contacted the pharmacy to confirm the order. The user confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that they were unable to discharge patient due to medication not being dispensed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting in a delay in dispensing medication. There were no adverse events or injuries reported based on this event.